Manufacturer narrative:
Cause: without defective device for return, it is challenging for transtek to conduct a detailed analysis. There are some similar device failures from other feedbacks and the cause analysis should be the same theoretically as below. 1. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 2. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements. 3. The instructions have already covered the relevant operation. The customer might not read the instructions carefully. Corrective action: 1. Establish a regular communication mechanism with our customer. 2. Prepare a document concerning troubleshooting and essential precautions as a notification of reminder for customer promotion to minimize the risk of user misoperations. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.

Event description:
According to the customer within the "last few months" the blood pressure monitor began reading "25 points higher".the customer reported due to the high blood pressure result, he went to his physician and his "losartan" medication was increased.the customer reported it was later discovered at the physician's office that the blood pressure monitor was reading "25 points higher" than the physician's.the customer reported he has not had any episodes of hypotension since the "losartan" was increased.the customer reported there was no serious injury, medical intervention, or follow up care related to the reported incident.it has been determined that the reported event could cause or contribute to serious injury if it were to occur again.in an abundance of caution, this medwatch is being filed.if any further relevant information is identified or obtained, a supplemental medwatch will be submitted.